Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist informed the customer that the cubie was not opening after attempting a cycle count and cubie open command. The tss guided the customer to contact the pharmacy to send out the medication. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie did not open when trying to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.